Event description:
It was reported that the patients right hip was being revised due to pain and squeaking. Ceramic liner was revised to a poly liner and the surgeon swapped out the head while he was in the patient.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown 58 g ceramic liner. It was noted that the device is not available for evaluation because the patient retained it. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Patient retained device.